Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received for evaluation. Review of the medical records confirmed unintended movement and a patient-device interaction problem, however, the evaluation was inconclusive for malposition of the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800f vena cava filter allegedly experienced malposition of the device, unintended movement, and a patient-device interaction problem. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the (B)(6) year old male patient was not provided.